Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received.

Event description:
The clinician reported that an adrenaline infusion was set to run at 8ml/hr, however, the whole 100mls went through within 4 hours. The report suggests that the pt's blood pressure and heart rate increased drastically. However, once the device was changed and an infusion of dopamine started, the pt vitals returned within their normal range. The device has been requested for investigation but not yet received.